Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor was under sensing. Programming changes were performed. The patient condition was stable.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.